Event description:
Information was received indicating that lots of volume was left over in a smiths medical cadd solis vip pump after therapy. No adverse effects were reported.

Manufacturer narrative:
Updated b5 and h4.

Event description:
It was reported that the reported product fault occurred while in use with a patient. Had 25% of pn volume left when pump completed full taper cycle, yet pump res volume indicated full volume was infused. No patient injury was reported.